Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other similar complaints reported in the lot number. Additional info was requested on 05/09/2011, 05/10/2011 and 05/24/2011 by fax, phone and mail. Additional info was received on 05/10/2011 by phone. A completed questionaire has not been received. (B)(4).

Event description:
A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. The surgeon does not blame the device for the event and the cause of the event cannot be determined. Additional info was received. The lense was exchanged. Additional info has been requested.